Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a pt had vns lead and generator replacement surgery due to a possible infection. Attempts for further info are in progress.